Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Pt indicates it takes them a long time to locate the ins when they want to start a charge session. Pt also indicates it takes a long time to charge their ins, about 3 hours, from 0 to 100% thought pt does keep screen lit up while charging ins. Tss coached pt to let screen go dark and only check charge quality occasionally. Pt says they do see excellent recharge quality while charging their ins. Pt has lost some weight but caller says ins is not loose in pocket but not tight either, somewhere in between. Otherwise, ins is shallow and parallel to the skin. Pt thinks this has been occurring since implant. Tss also reviewed making sure pt is placing recharger over the main part of ins battery and avoiding putting it over the header block. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they showed the patient proper charging technique with the physician. Rep reported the issue was not due to weight loss based on what the physician said, and the implantable neurostimulator (ins) was not too shallow. Rep reported the ins issue could have been due to the placement of the stim on her back, but that was the only info the doctor gave them.